Event description:
The duett pro was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced a cold, pale leg and an arterial occlusion was confirmed. Treatment consisted of thrombolytic and anticoagulation therapies. The treatment was successful and no further complications were reported.